Event description:
Platelets started infusing per pump with filter. Filter functioned normally for approx 1/4 of infusion then would not work. No fluid would infuse. Picked filter up with platelets at local blood center. Home infusion, no other available filter. Remainder of unit infused without filter - ran freely.